Manufacturer narrative:
The device associated with this complaint has been received, however, the investigation is pending. A follow up report will be filed when the investigation has been completed.

Event description:
Prior to starting ivtm treatment on a patient, the ivtm thermogard system (sn: (B)(4)) suddenly powered down during standby mode. The console was not used, and the treatment was performed using alternative methods. No issues was observed with the device fuse. No patient involvement.

Manufacturer narrative:
The reported complaint of "the ivtm thermogard system (sn: (B)(6) suddenly powered down during standby mode" was confirmed during functional testing. The root cause for the reported complaint was due to disconnection of a cable (p27) on the blower printed circuit board (pcb), which most likely happened during device transportation. Internal component connections may become loose due to transport vibration. Upon visual inspection, no physical damages were observed on the console. The event log was reviewed, and no error messages were noted on the reported event date. The thermogard console failed the initial functional testing and did not power up. Device fuse was inspected, and no issues were observed. The power switch assembly and the power inlet assembly were inspected, and it was confirmed that the assemblies were fully intact and operational. Further investigation revealed that the p27 cable on the blower pcb was disconnected; thus, confirming the reported complaint. Following service, including reconnecting of the p27 cable on the blower pcb, the thermogard console passed all testing criteria. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for thermogard console with serial number (B)(6).